Event description:
Abbott freestyle libre 3 + cgm. Several early am or late-night low glucose readings that were confirmed incorrect using and abbot glucose meter independently. Meter error readings had previously been sent. As instructed in an email sent by abbott, I referenced the freestylecheck.com website to check for their registered problem units, but they confirmed that none of the units were affected. However, I feel that I have had the reported problems with more than 1 of the units with serial numbers beginning with (B)(6).